Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid altitude alarm while at high altitudes (approximately 13,000 feet). The customer's blood glucose level was 400 mg/dl. Reportedly, after returning to normal altitudes, the customer was unable to clear the alarm. During follow up with tandem technical support, the customer was reportedly ultimately able to clear the alarm and resume insulin therapy.